Event description:
Boston scientific crm received information that during this lead replacement procedure due to insulation damage, when the physician connected the new lead to the pacemaker, no capture was observed. The physician used a needle and other instruments from the sterile tray to clean the device. Due to the physician's concern of a damaged device, a new device was requested. No adverse patient effects were experienced during the procedure.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) spoke with the patient on september 16, 2010 and obtained the following information. The patient reported that the alleged power issue began approximately 2 weeks prior to contacting lfs. The patient informed the mss that she manages her diabetes with oral medication. Despite the alleged issue, the patient stated she continued to take her medications as usual. One hour after the alleged issue began; the patient claimed she felt sweaty. The patient reported that she rested and the symptom abated about 1 hour later. The patient denied treating herself with food and/or drink, or receiving any form of medical treatment in response to the symptom. At the time of troubleshooting, the customer care advocate noted that the subject meter's batteries did not need to be replaced per the owner's booklet. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.